Event description:
The bypass portion of a procedure had been completed, they have come off pump, handed-off the extra-corporeal lines to the perfusionist and administered protamine to the patient. An emergency developed whereby cardio-pulmonary bypass had to be re-instituted. Approx 45-mins into the second pump run the extra-corporeal flow decreased and blood oxygen levels were noted to be low. The involved oxygenator was changed out at that time, and there were no further problems. The perfusionist reported that clotting was noted in the oxygenator when it was examined after the change out. The patient was reported as stable after surgery, but expired the following day.